Manufacturer narrative:
Siemens filed the initial MDR 2247117-2024-00006 on 09-may-2024. Additional information (17-jun-2024): the siemens customer service engineer (cse) aligned the reagent arm in relation to the carousel, checked the dispensing angle, and externally cleaned the probe. An instrument issue therefore cannot be ruled out as a potential cause of the event. Quality controls (qc) and results are now recovering acceptably on the instrument. The customer is operational. The cause of the event is unknown. The system is performing according to specifications. No further evaluation of this device is required. Supplemental MDR 2247117-2024-00007 was also filed for this additional information.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). A quality control (qc) failure was observed at the time of the event. The immulite 2000 xpi system presented clot detection errors on (B)(6) -2024 and on 03-apr-2024. The system had undergone service intervention on (B)(6) 2024 due to an error when pipetting reagent. The customer service engineer (cse) aligned the reagent arm in relation to the carousel, the dispensing angle was checked, and the probe was cleaned. Siemens is investigating the issue.

Event description:
The customer contacted siemens and reported that erroneous, falsely low insulin-like growth factor-1 (igf-1) results were obtained on an immulite 2000 xpi system (s/n: o6230). The samples were repeated for igf-1 on an alternate immulite 2000 xpi system. The repeat results were considered to be the correct results and were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous igf-1 results.